Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said shortly after they had the implant put in they slept on black ice and fell. Patient said they did an x ray and it had moved a tiny bit but hcp said it was still ok. Patient also said they have fallen twice since then and they got a notice that it is time to follow up with hcp but they moved. Patient mentioned they have claustrophobia which stops them from getting an MRI. Agent emailed pt hcp list.